Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event for fifteen days. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes not reported). On an unknown date in the same month as hospitalization, the pd catheter was removed. On the same day as hospitalization, dianeal therapy was discontinued. The patient was recovering from the event. No additional information is available.